Manufacturer narrative:
Batch review performed on 03 november 2020: lot 103227: (B)(4) items manufactured and released on 26-nov-2010. Expiration date: 2015-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient came in, 9 years and 9 months after primary surgery, reporting pain due stem radiolucency. The cause of the radiolucency is unknown. The surgeon revised the stem, liner and head. The surgery was completed successfully.